Event description:
A discordant low psa result was obtained on one (1) pt sample. The discordant result was reported to the physician. The physician questioned the result and the sample was retested in duplicate (on a different date). Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant psa result.

Manufacturer narrative:
A siemens healthcare diagnostics technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicated that the cause of the discordant psa result is unk. The instrument is performing within specifications. No further eval of the device is required.